Event description:
It was reported that continuous glucose monitor (cgm) low alerts did annunciate as expected. The customer's blood glucose level was 59 mg/dl. Reportedly, customer continued using pump for insulin therapy.